Event description:
The access needle was broken and could not be removed from inside of the sheath. Physician removed needle and sheath together where it was discovered that the tip of the needle was broken/bent inside of the sheath. Access system was set aside, and new one opened.